Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Direct measurement of current drain after opening the device measured a high current drain. During additional bench and automated tests, the high current was lost. The battery was destructively analyzed by the original battery vendor which no anomalies were found. The cause of premature battery depletion is from the high current drain verified but the source is unknown.

Event description:
It was reported that the device exhibited premature battery depletion. The device was explanted and replaced.